Manufacturer narrative:
Analysis was normal. No device anomaly found.

Event description:
New information received indicated there were no patient symptoms.

Manufacturer narrative:
Correction: h6

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-19408. It was reported the patient presented in clinic with an infected pocket. An x-ray was completed to reveal the leads had vegetation. The system was explanted. The patient was stable.